Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and oversensing on the atrial channel. A revision procedure was performed and the associated atrial lead was removed from service and replaced. The source of the clinical observations was not confirmed. No additional adverse patient effects were reported.